Event description:
It was reported that a cadd® cadd-legacy® plus pump displayed error code (B)(4). Unknown if there was patient involvement.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted an error code message was recorded. Functional tests included use testing. The pump was powered up and the pump immediately exhibited an error code. The motor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's motor.